Event description:
It was reported that the device battery had depleted on the insertable cardiac monitor (icm). No additional details were provided. The icm was explanted. The patient was in stable condition.

Manufacturer narrative:
Device was in backup operation mode upon receipt. Analysis of device image indicated code corruption due to low battery voltage power on reset (por) and revered device to backup operation. The device was restored, and further testing found the device at end of life (eol). Longevity assessment was performed, and implant duration exceeded 75% of total projected longevity indicating normal battery depletion.

Event description:
Additional information was received that the device battery depleted normally.